Event description:
Pt reports one of his pumps stopped working yesterday. He was out and started to feel bad (he was nauseated and he vomited once). He said his pump did not alarm but he went home to switch to his other pump and his syringe was still three quarters full so it appeared his pump was not infusing. He switched to his other pump around 6pm last night and is feeling fine now. Malfunctioning pump sn (B)(4). Fault occurred while pt was using pump. Pharmacy is sending replacement pump and pt will return malfunctioning pump for investigation. No other info provided. Dose or amount: 93.8 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: i27.0.